Event description:
On 6/19/89 an ipp device was implanted. On 7/14/93 the pump and cylinders were revised. On 5/13/97 the entire device was removed due to erosion, "cylinder sticking out through the urethra."